Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 controller instrument had a battery issue, as the batteries failed after 15 minutes on battery power. The instrument was replaced to complete the procedure. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the battery alarm came on during use. Following an overnight charge for testing by the customer, the batteries only lasted for 15 minutes at full charge with the pump running at 2500 rpm. The batteries were 2019 models with a build date of (B)(6) 2019. The service technician noted that the batteries would have likely been installed in 2020 by the customer since they were handling their own preventative maintenance (pm) and repairs. Based on the battery date, they weren¿t due for replacement during service in (B)(6) 2023 and would have been due for replacement during service in (B)(6) 2024. The lot numbers of the batteries are 191128a and 103 2014. These are panasonic batteries. The display charge indicator and alarms were working properly during the required pm following the repair. Device evaluation summary: the reported battery issue was verified during service. Service technician observed the reported issue. The issue was resolved by replacing the batteries. Preventive maintenance was performed as per specification. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center correction h6: updated the fdr and fdm codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.